Event description:
A critical heart patient was being transported from the intensive care unit to the cardiac catheterization lab when the ventilator began to flash an oxygen alarm. It had been set to 100% and also the patient's spo2 was decreasing from baseline. The manufacturer's technical representative did a complete operational check on the unit and all functions operated normally. It was suggested that perhaps the external oxygen sensor had been connected into the breathing circuit at the incorrect location.